Event description:
The patient contacted v-go customer care calling about cost of v-go at the pharmacy and also reported that v-go fell off after 3 hours approximately. The patient indicated that this event happened with 15 v-gos within the last 3 months. The patient indicated that the event is not related to clothing interference or excessive movements or exercise. The patient mentioned that never before she experienced any situations with v-go. The patient was coached about preparing the infusion site. The patient indicated that she wears v-go on her arms.